Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral capsular contracture postoperatively, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the saline implant smooth. Breast implant, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot number is not available, therefore the manufacturing record evaluation could not be performed.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with unknown mentor smooth saline breast implants experienced left-sided implant deflation postoperatively. The patient presented with a slow leaking breast implant. As a result, the patient underwent explantation and replacement with 440cc textured mentor memorygel xtra breast implants, catalog # tmpx440, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021, and deflation was confirmed upon explantation. Healthcare professional also reported that the device was punctured post-explantation in order to measure the saline. The mentor failure analysis lab received two devices for evaluation, and in the absence of clarifying information, it cannot be determined which device is the suspect medical device for the reported adverse event. As a result, the second device received will be conservatively reported to FDA. This medwatch report is for the first of two implants.

Manufacturer narrative:
The mentor failure analysis lab has completed the re-evaluation of the suspect medical device. Device re-evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the saline implant smooth. Breast implant, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).